Manufacturer narrative:
The partial device was returned to the service center for evaluation. The device was unable to be tested due to clip missing from the distal end on the sheath. The clip was not returned for evaluation. The j-hook was still intact. There were no signs of damages/kinks/dents found on the coil sheath, tube sheath and yellow tube joint. The slider on the handle which detaches the clips is normal and the tube and coil sheath showed no signs of restriction on the slider movement. The exact cause of the reported event could not be conclusively determined at this time. The instruction manual states ¿do not perform repositioning more than the limitation of reopening times. The clip may fail to open while it is grasping the tissue. This may result in impaction or prevent to re-open.¿

Event description:
The service center was informed that during a diagnostic polypectomy procedure the clip disassembled and fell into the patient. The event occurred in the middle of the procedure when the surgeon was performing the polypectomy. The surgeon retrieved the fragment from the patient with no injury. There was bleeding present caused by the polypectomy and not the device. The intended procedure was completed with another similar device. Additionally, the user facility reported that the device was not pre-tested prior to the procedure; however, a visual inspection was performed with no abnormalities observed.